Event description:
A patient reported experiencing a charging issue with their insulin pump due to damage to the charging port, which led to difficulty plugging in the charger and resulted in the pump dying and losing insulin. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were documented.